Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00069 and 0001822565-2019-00070. Concomitant medical products: articular surface with segmental hinge post size c 17 mm height, catalog#: 00585003017, lot#: 61923307. Distal femoral component size c left, catalog#: 00585001301, lot#: 63005575. Polyethylene insert size c, catalog#: 00585001395, lot#: 63204131. Stem collar 30 mm o.d. For use with 16 mm or smaller diameter segmental stems, catalog#: 00585204030, lot#: 63058728. Tibial component precoat nonmodular size 3, catalog#: 00588000302, lot#: unk. Fluted stem extension straight precoat for cemented use only 13 mm diameter 130 mm stem length, catalog#: 00585205013, lot#:62672266. Allen plug 28mm flange, catalog#: 00801102028, lot#: 63089195. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee procedure. Subsequently, patient was experiencing instability and hyperextension of the knee, and was revised.

Event description:
Following investigation, it was determined that this implant is not subject of the complaint.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this product did not cause or contribute to the reported event. The initial report was submitted in error. Hence it needs to be voided.